Event description:
It was reported the camera head was giving an image problem and the user could not see through it. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the cable was sliced. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to both malfunctions: cause traced to expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
It was reported the camera head was giving an image problem and the user could not see through it. The issue occurred during an unspecified procedure. There were no reports of patient harm.